Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there ipg was functioning normally and no device issue had been identified at follow up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's spouse reported that the patient had a heart rate of 40 beats per minute. It was further reported that the implantable pulse generator (ipg) was not "kicking in" at the lower rate limit. The device remains in use. No further patient complications have been reported as a result of this event.